Manufacturer narrative:
Investigation summary-device evaluation: two samples and photo received by our quality team for investigation. Through visual evaluation, damaged barrel is confirmed. A device history review was performed for the reported lot 2117935, maintenance record related to the incident were found. Based on the quality team¿s investigation, possible root cause is associated with molding process. The lack of refrigeration can cause deformations in the molded component.

Event description:
Physical samples available. It was reported through an end customer complaint that the syringe is damaged, the retail pharmacy contacted the pharmaceutical industry company and reported that during the application the pharmacist noted that there was something weird with the syringe, it appeared to taper in tip. Upon reviewing the syringe, the pharmaceutical industry company identified that the syringe has a deformity (a small hole) between the luer and the barrel. Customer provided to us the information below. At what moment was issue noted, exactly? Ex.: during aspiration, during injection, etc.; it was verified during the aspiration of the product for application of the medicine. Was the needle exchanged to an aspiration needle? The needle was not changed. Was there any impact to the patient or professional? The use of the medicine was made impossible due to the loss of the product that accumulated in the nozzle. Was any medical intervention needed? Describe; the pharmacist chose to change the product (syringe + ampoule) and apply it with another unit. What medication was being administered? Norethisterone enanthate 50mg/ml + estradiol valerate 5mg/ml (1ml ampoule + syringe). Was there any leakage through the small hole? Yes. Was there drug exposure to mucous/skin? No exposure to the medication was reported through the customer complaint sent to cifarma. If so, describe the pep actions taken; not applicable. Is physical sample available? Yes, the syringe will be sent for evaluation. The syringe is contaminated with which substance? Initially it was contaminated with norethisterone enanthate 50mg/ml + estradiol valerate 5mg/ml (1ml ampoule + syringe), however, cleaning was carried out with water and detergent.

Event description:
It was reported that the bd plastipak syringe 3ml luer-lok 22g experienced failure of product to contain medication (had a small hole). The following information was provided by the initial reporter, translated from portuguese to english: it was reported through an end customer complaint that the syringe is damaged, the retail pharmacy contacted the pharmaceutical industry company and reported that during the application the pharmacist noted that there was something weird with the syringe, it appeared to taper in tip. Upon reviewing the syringe, the pharmaceutical industry company identified that the syringe has a deformity (a small hole) between the luer and the barrel.

Manufacturer narrative:
H.6. Investigation summary: photo received by our quality team for investigation. Through visual evaluation, damaged barrel is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, possible root cause is associated with molding process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd plastipak syringe 3ml luer-lok 22g experienced failure of product to contain medication (had a small hole). The following information was provided by the initial reporter, translated from portuguese to english: it was reported through an end customer complaint that the syringe is damaged, the retail pharmacy contacted the pharmaceutical industry company and reported that during the application the pharmacist noted that there was something weird with the syringe, it appeared to taper in tip. Upon reviewing the syringe, the pharmaceutical industry company identified that the syringe has a deformity (a small hole) between the luer and the barrel.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.